Manufacturer narrative:
Results of investigation: vyaire field service representative went onsite and evaluated the device. Checked unit operation. While troubleshooting and going thru checklist, found that the unit at the higher end of the oxygen spectrum was failing. Anything above the 75% oxygen setting would make the unit fail. Error "high ppeak" and the tidal volume exhaled and tidal volume inhaled was cut in half. Field service representative replaced gas delivery engine, verified operation. Unit operating correctly. Performed all testing on preventive maintenance.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no volume delivery while on a patient on the avea ventilator. The patient was removed from the ventilator and manually ventilated with 100% o2 (oxygen) while the ventilator was changed out for another one. At this time, there is no information regarding patient harm associated with the reported event.